Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Hugh would like to confirm what the error code 133.6080 for 8015 device. I told hugh, this error code mean the backup speaker might be defective or the main battery pack is not fully charged. I also ask hugh, when was the last time he replaced the battery, hugh response was 10 minutes ago. I suggested to let the new battery charge for an hour or more and he can verify again that error code 133.6080 . Hugh said, he will go ahead charged the device to make sure battery is fully charged.